Event description:
In 2008, boston scientific corp was informed that during a colonoscopy, the first resolution clip device opened, but would not close. A second of the same device was used and the clip would not release. A third of the same device was used to complete the case without any pt complications. Pt is "fine". Note: this is the second report of two related complaints. Please refer to MFR # 3005099803-2008-06816.